Event description:
It was reported that during a should procedure using a 2.8mm q-fix all suture anchor, the anchor loaded incorrectly when one surgeon adjusted the grip without waiting for the other surgeon to stop tensioning, causing the anchor to break. The procedure was completed using an additional identical anchor and drilling another bone hole with a third anchor as a precautionary measure for the initial failure. There were no significant delays or patient complications reported as a result of this event.